Event description:
Caller reported that a pump malfunction occurred without any notable events preceding it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.